Event description:
It was reported that every fourth breath provided by the ventilator was smaller than the previous three breaths. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that every 4th breath provided by the ventilator was smaller than the previous three breaths. Identification of issue has been done by analyzing problem description and device¿s logs. No details were obtained regarding the cause of the reported issue. The solution to the problem is unknown and it is impossible to know which parts are defective. Review of attached device's logs confirmed occurrence of several clinical alarms, as an indication of difficulties with ventilating the patient. The records from provided date of event are not visible in attached logs. However, earlier records do not contain technical error codes indicating ventilator failure. Alarms such as respiratory rate low, peep low or expiratory minute volume low indicates a leakage in the patient circuit, which has been seen by the user as irregular breaths. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. Unfortunately, the device's logs are not complete, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 11/20/2018. Corrected manufacture date: 11/15/2018. Previous usage of device: unknown corrected usage of device: reuse. H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).